Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported bradycardia, hypotension neurological deficit/dysfunction (stroke or other neurological complications) are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that during a left internal carotid artery stenting procedure, after pre-stent balloon dilatation with unknown balloon, the patient experienced hypotension and bradycardia. Additionally during the procedure, the patient experienced transient right sided hemiparesis that resolved within 24 hours without treatment. The patient was treated with atropine, phenylephrine and dopamine. Two days post procedure the patient was discharged home with hypertensive medications discontinued. Though requested, there was no additional information provided.